Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 200 cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The load included one da vinci scope and 19 ivr codes. The load was released and used on patient(s) before the results were confirmed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure&#59442;4 biological indicators.

Manufacturer narrative:
Device information - correcting expiration date from unk to 12/31/2015. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from july 2015 through september 2015 and no significant trend was observed. Trending analysis for the product code of ''load not recalled" was reviewed from july 2015 through september 2015 and no significant trend was observed. Trending analysis by lot number was reviewed from 07/13/2015 to 09/17/2015 and no significant trend was observed. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There was no media in the crushed vial and the contents are stained yellow. No manufacturing related anomalies observed. Sixty-eight retains bis were subject to functional evaluation. All sixty-eight bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. Assignable cause for this event is physical damage. The customer reported an "unusual" feeling while crushing the vial prior to incubation. This can be attributed to pre-existing ampoule damage. When sterrad® processed, a damaged ampoule can burst under vacuum causing the media to coat the spore disc preventing exposure to the sterilant. Consequently, this can lead to a suspect positive bi. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). A customer letter was sent to address steps to take if vial integrity is compromised. The issue will continue to be tracked and trended.